Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Dysphagia began five days after anti-reflux procedure. Gastroesophageal balloon dilation occurred (B)(6) 2013 but did not alleviate symptoms. Uneventful device explant on (B)(6) 2013. Device found in correct position and geometry. Pt reported resolution of symptoms.